Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass, the plee60a on surgeon's two gold load with buttress firing, the knife blade of the stapler paused during mid-fire, not at the start of firing. ¿this eliminates crotch staple, causing impediment of knife blade advancement.¿ after observing the first gold load firing, where the knife blade had issues progressing mid-fire, the surgeon thought it was a loose staple in anvil, but the tech was cleaning anvil well after each firing prior to new reload application. During the second gold firing, the same issue happened where the knife blade had impediment mid-fire. Surgeon and the pa both stated the staple lines looked like they had malformed staples, so she over sewed staple line and used monopolar energy to zap little bleeders. This delayed the procedure by two minutes. There were no patient consequences.